Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lower case, both bail covers, and the battery drawer were also found to be broken. The battery release, ring cover, lead flex cover, and battery drawer o-ring were contaminated, battery contacts compressed, and keypad scratched.

Event description:
It was reported the device will not stay on. Follow-up information received found there were no patient reports involving this unit. The device subsequently tested out of specification during manufacturer's analysis.